Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2010, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 25-jan-2014, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for spinal pain. Information was reported that the patient has been seeing settings not available on their controller, and as a result their ins has not worked in over a month. Additional information was reported that per the patient the cause of the settings not available message was due to the lead being "burned out." They bypassed the bad lead, and the issue was resolved. No further information was reported.